Event description:
It was reported that a malfunction alarm occurred on 03/03/24, and then again on 03/08/24. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.